Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx41b8, (tsx¿ implant, 4.1mmd, 8mml) for evaluation. Visual evaluation of the as returned device identified the implant with no signs of use. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1272641. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272641 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Severe pain requiring immediate removal of the implant during placement. Compliance with implant placement protocol. Attempt to place a shorter implant but this did not work. Finally, procedure completed, tooth#35.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: tsx41b10, tsx¿ implant, 4.1mmd, 10mml, lot number: 1270979.